Manufacturer narrative:
An ocd field engineer visited the site. The fe indicated that the camera was not adjusted properly, leading to incorrect interpretation of test results. Repairs have returned this analyzer to expected operation. There has been no report of further problems.

Event description:
The customer reported that the ortho provue analyzer interpreted the results of antibody screen testing as negative. Upon visual review of the gel cards in question, the customer observed positive reactivity in the microtubes. The customer was reviewing all negative test results prepared on the provue at the time of the incident, preventing erroneous results from being reported.